Manufacturer narrative:
(B)(4)

Event description:
It has been reported that while the ventilator was connected to a pt, the support arm which was mounted on the ventilator's mobile cart, compressed the breathing circuit at the inspiratory port and obstructed the gas flow to the pt. The ventilator alarmed for this condition but the occlusion was not readily apparent to staff. (B)(4)